Event description:
An impella-assisted percutaneous coronary intervention was performed. The impella was removed after the case. Two hours later, patient was found to be in tamponade with hemopericardium. Pericardiocentesis was performed but she was in hemorrhagic shock. Chest was opened by cardiothoracic surgery and she was found to have perforation of the posterior lateral wall which was sutured closed. Unfortunately patient sustained multiple cardiac arrests during this time and we were unable to achieve spontaneous circulation.